Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch, no issue was observed. The sensor data was extracted successfully using an approved software. The sensor was found to be in sensor state 7 with event logs 11,224 and 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cases. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Sensor poise voltage and thermistor testing were within specification, indicating the sensor was providing accurate glucose readings. An extended investigation has been performed for the reported complaint. The DHR (device history records) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer reported receiving unspecified low sensor scan results compared to unspecified readings obtained on a adc meter. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was 4 days. As a result, the customer subsequently experienced no symptoms but had a loss of consciousness. The customer had contact with a healthcare professional (hcp) and reported unspecified treatment from the hcp due to this issue with a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event. A sensor result of 120 mg/dl was compared to a adc meter result of 400 mg/dl and the results, when plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.